Event description:
The customer reported to olympus that the connectors for the video connector in the rear panel of the evis exera iii video system center are broken or damaged. Upon inspection and testing of the returned unit, no image displayed. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation. There were no reports of patient harm associated with this event.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The evaluation uncovered a bent video connector pin. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time. However, if additional information becomes available this report will be supplemented.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Approximately 9 years have passed since the device was manufactured. Based on the results of the legal manufacturer's investigation, the cause of the reported issue was likely due to a defective pin that failed to communicate between scope. A definitive root cause cannot be identified. This information is addressed in the instructions for use (IFU): ¿important information ¿ please read before use. Do not apply excessive force to this video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. 6.3 connection of an endoscope. ·confirm that the electrical contacts inside the video connector socket of this instrument are not damaged. ·confirm that the connectors on the scope side pin connector of the videoscope cable exera ii / that the video connectors of the videoscope / camera head / the oes video converter are not damaged.¿ olympus will continue to monitor the field performance of this device.